Event description:
The reporter stated the surgeon inserted an aq2015a silicone aspheric three piece lens. The surgeon decided not to leave the lens implanted and removed it with no pt injury. After lens was removed a vitrectomy was performed. There was no product malfunction. This incident was due to dr's preference and was pt related.

Manufacturer narrative:
(B)(4): eval results: visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the eval of the returned product, the root cause of the event has been determined to be due to dr's preference and pt related condition and was not lens related. (B)(4).